Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. A 2.75x16mm ion stent was successfully implanted in the proximal right coronary artery (rca). It was noted that the stent was well positioned and apposed in the lesion. The procedure was successfully completed with no patient complications reported. The patient was prescribed plavix. Two months later the patient presented with chest pain and angiography revealed thrombosis in the proximal rca in the previously implanted stent. The thrombosis was treated with balloon angioplasty using a maverick balloon and then a promus stent was deployed in the lesion. Ivus showed good results. The procedure was successfully completed with no additional patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer:the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).